Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Event verification of the logs confirmed that a lymphadenectomy surgical procedure was performed on (B)(6) 2022 on system (B)(4). Usage history for the s/si endoscope is not captured in the logs. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a non-functional endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted lymphadenectomy surgical procedure, the 30° endoscope (pn# 370891-04 sn# (B)(4)) had defective optics. The surgeon made the decision to convert the procedure to laparoscopic surgery with no reported injury. The da vinci si endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
The following additional information was obtained from the customer: after being prepared by the medical team, the optics malfunctioned and became blurry.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have fluid intrusion in the distal windows during a visual inspection was performed on the endoscope. Water droplets were confirmed on the inside surface of both distal windows after wiping the outer surface clean during the in-house inspection. Fluid intrusion confirms there is damage to the epoxy. The scope was placed on an in-house system for the qap (quality assurance procedure) test and failed due to unfocused image in the right eye. The fluid intrusion is the cause of the failed focus test. An additional observation reported by site is that the endoscope was found to have failed focus test. The scope was tested on an in-house system and found to fail the focus test portion of the qap. The scope failed to focus and exhibited a blurry image at all working distances in the right eye. The fluid intrusion is the cause of the blurry image. Additional observations not reported by site include that the endoscope was found to have mechanical damage to the illumination fibers at the distal tip. The light fibers appeared uneven and damaged across most of the distal fiber surface. The damage did not affect the light output of the scope during the qap test. The endoscope was found to have mechanical damage to the illumination fibers at the proximal end. A scratch was found across one of the light fibers at the proximal end. The damage did not affect the light output of the scope during the qap test. The endoscope was found to have mechanical damage to the distal tip. Dents, scuff marks, and scratches were found across the distal tip. The endoscope was found to have mechanical damage to the shaft. Scratches were found on the distal portion of the shaft approximately 0.5 to 1.2 inches from the distal tip. The endoscope was found to have mechanical damage to the light port. Both proximal light ports were dented and scratched along the outer edge. Damage on one of the ports crossed the illumination fibers and created a dark spot on the proximal end. The damage did not affect distal light output. The endoscope was found to have a cracked proximal window. The scope was found to have one of the proximal windows cracked along one side. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.